Event description:
Information received by medtronic indicated that the customer received no delivery alert and noticed bent cannula. Hyperglycemia with insulin pump was used as treatment. Customer blood glucose level was around 400 mg/dl. Customer confirmed about used insulin pump system within 48 hours of reported event. Troubleshooting was performed for insulin flow block alert and bent cannula issue at high blood glucose readings.  Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.